Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had an image that turned green. There were no reports of patient harm.

Event description:
The procedure occurred at the beginning of an unspecified therapeutic procedure. The procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cable scratched. Insertion tube had a dent. Light guide bundle broken. Video connector cover cracked and had dents. Electrical contact in the video connector had dents. A four definitive root causes were identified: design, incomplete specifications, application error, incomplete specifications. Based on the results of the investigation, it is likely the following led to the malfunction: components failure of the unit spanning from the distal end to the main body. Olympus will continue to monitor field performance for this device.